Event description:
During the procedure a vessel dissection occurred. The physician inserted a guide catheter and positioned it into the vessel. The physician inserted a guide wire and crossed the lesion. The physician inserted a aspiration catheter and aspirated the vessel. The physician looked at the flouroscope and noticed that plaque was located further down the vessel. The physician inserted another guide wire and also inserted the occlusion balloon wire and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent delivery system and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and noticed that the occlusion balloon had moved proximal to the lesion. The physician decided to not to advance any further and aspirate the vessel. The physician observed on the flouroscope more distal embolism and also a dissection near the edge of the stent. The physician advanced the aspiration catheter over the guide wire but felt resistance. The physician removed the aspiration catheter from the pt. The physician attempted to remove the occlusion balloon wire and the hypotube separated (30 mm from the distal tip) inside the guide catheter. The physician removed the guide catheter and the occlusion balloon wire at the same time. The pt is reported to be fine.